Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer has been having difficulty charging the pump for the past 6 months. The customer also reported that the battery has been noted to deplete quickly. Review of the pump data by tandem technical support did not observe any issued with the battery depletion. There was no reported impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement pump was received.